Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transcripts revealed atrial over-sensing. The implantable cardioverter defibrillator reprogrammed and the atrial lead was deactivated. The patient remained asymptomatic throughout the event.